Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 5 days after placement of the foley catheter, it was spontaneously removed. It was also mentioned that around the third day, health professional started experiencing urinary leakage from unknown location and nothing come into contact with the product.